Event description:
Arjo was informed about a customer complaint with arjo maxi sky 2 ceiling lift and kwiktrak ceiling installation system involvement. Following the information provided, the ceiling lift fell from the track due to the lack of the end stopper present at the end of the rail. This situation occurred after the completion of the patient transfer when the ceiling lift was moved to the charging station. No injury was claimed. The end stopper is the ceiling installation component that prevents the ceiling lift from sliding out of the rail.

Manufacturer narrative:
Based on the information gathered, the end stopper was not tightened during maxi sky 2 ceiling lift installation. The procedure how to correctly attach the installation components is described step by step in the track installation guide document number: 001-11161-en, section ¿final adjustments¿. There is also mentioned: "never forget to securely install the end stoppers.¿ additionally, the instructions for use dedicated to maxi sky 2 001-15698-en warns the user to check before every use if all end stoppers are in place to prevent a fall risk. To sum up, the system failed its performance specification since the end stopper of the kwiktrak rail installation was not in place when the device was being used. The ceiling lift was not used to transfer the patient when the event occurred. The complaint was decided to be reportable due to the ceiling lift detachment (as a consequence of the lack of the end stopper). No injury was claimed.